Manufacturer narrative:
H4: the lot was manufactured april 23, 2021 to april 24, 2021. H10: the device was received for evaluation. A functional leak test was performed on the sample by filling the bladder with green color water. After fill, a leak was observed at the module flow rate knob (flow rate dialer). The reported condition was verified. The probable cause of the condition is related to manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce multirate infusor leaked from unspecified location. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.